Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed heater. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Labeling review is not required because labeling could not have prevented this issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the biomed had the arctic sun device having failed calibration for an error 80 (non-recoverable system error). They did not have the expected and actual value. Biomed ran the functional check if the device was not heating or cooling.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed heater. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device having failed calibration for an error 80 (non-recoverable system error). They did not have the expected and actual value. Biomed ran the functional check if the device was not heating or cooling.